Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. The procedure was flagged due to a saturation event occurring at 49 minutes into the procedure. The saturation algorithms look for signals in the rbc detector and if the conditions are met for the algorithms, the flag is thrown. It lap pears that wbcs were escaping the lrs chamber early on in the procedure and throughout the entire procedure.